Event description:
A customer contacted stryker to report a non-critical issue with their device. During inspection, stryker observed that the device would not provide defibrillation energy. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer was provided with a replacement device. Stryker product analysis center (pac) evaluated the customer's device and observed that the device would not provide defibrillation energy. The cause of the reported issue was due to a disconnected capacitor. The device was archived by stryker.